Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.0/2.5/065 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault with rotation was observed with severe glare and ghost image. The lens remains implanted. Patient has a pre-existing condition of keratoconus. Cause reported as unknown.

Manufacturer narrative:
Implant date: (B)(6) 2021. Device code 1494: off-label use (over 45yrs of age at date of implant). (B)(4).

Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/ damage should be removed from MFR report #: 2023826-2023-00385-supp1. H1 - corrected to : malunction in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/ damage should be added to the initial MDR. H1 - corrected to : serious injury in the initial MDR. Claim # (B)(4).